Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was one previous complaint on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/26/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This device has been received and the complaint is being reopened for device evaluation. DHR was reviewed, and the pump passed all previous tests. There are other complaints on this device, see (B)(4). Analysis of the returned device was completed. The pump was tested with the testing protocol for battery and power complaints. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.8 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of a CAPA.